Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the speaker to address and correct this reported condition. The device was then deemed fit to return to full functionality. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a ventilator with a backup alarm failure. There was no patient involvement/harm.